Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement of a heavy calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) and an intervention of the superfical femoral artery procedure. Reportedly, the first device was successfully pre-placed; however, when the second device was attempted, the was no suture present when the plunger was removed. The footplate was attempted to be closed; however, the lever would not go all the way down. The lever was then lifted and closed multiple times, until the lever was fully returned to its original position and the device was removed. The sutures of a new proglide device was successfully pre-placed. The sheath was upsized to a 14f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records was not performed because lot number was not provided. The reported failure to cycle-needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. In the absence of device returned for analysis, a conclusive cause for the reported difficult to close the foot could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.